Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1122 "blower temperature high" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The rse reviewed the event log and confirmed that a 1122 "blower temperature high" error occurred. The rse then troubleshot the device with the customer: 1. Verify that the air inlet filter is not dirty or blocked. 2. Verify that the cooling fan is operational. 3. Replace the blower. 4. Replace the mc pcba. The rse provided the customer with the part number of the replacement blower assembly for repair upon request.